Event description:
Unomedical reference number (B)(4). Event occurred in norway it was reported that there is insulin flow block and later replacement was done with the infusion set. No further information available.